Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, vaginal scarring, urinary problems. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to protrusion and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent additional procedures on (B)(6) 2009 and (B)(6) 2011 and mesh was implanted. It was further reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including mesh excision on (B)(6) 2011 due to protrusion and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). This medwatch report is being voided as it was created in error.

Manufacturer narrative:
(B)(4).